Event description:
It was reported the subject device, an ultrasound processor, was not working as it could not be powered on. The event occurred during the setup of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. The event "ultrasound processor is not working as it is not getting switched on " was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. The event reported was a non reportable event of a duplicate complaint of a wrong subject device.

Event description:
No additional information received from customer.